Event description:
It was reported that the day following placement of a restoration using esthet-x hd, the pt returned with a swollen lip. Benadryl was given to the pt as a result.

Manufacturer narrative:
While it is unk if the esthet-x hd used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained product testing and/or DHR review.